Event description:
It was reported the during the patient's lead revision, the impedance values were low (reference MFR report #1627487-2014-26892). The physician suspected fluid intrusion in the ipg header. The ipg was explanted and replaced. The patient is receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.